Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope socket is loosened, the scope cannot be attached. A root cause could not be identified. Based on the results of the investigation, it is likely the scope cannot be attached due to loose socket causing high intensity mode to automatically switch off. The most probable cause of malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction in h11 field. Updated field: h2, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope cannot be attached due to loose socket and because internal power switch is loosened, the power cannot be turned off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's high-intensity mode switched off automatically. The issue occurred during setup for an unspecified procedure. There were no reports of patient involvement.